Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 489 mg/dl. The customer stated that she needed to increase the basal by 120%, so she suspended her insulin pump and restarted the device; however, she was unable to set the basal up. She complained of sickness, noting that she was on medication which made her blood glucose levels high. She tried to change the medicine but was unable to. She was assisted with setting up the basal and no additional assistance was required. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.